Manufacturer narrative:
A siemens technical support specialist (tsc) assisted the customer remotely and performed troubleshooting of the instrument, which included cleaning of the aliquot probe and drain, the integrated multi-sensor technology (imt) and imt drain. The customer ran precision testing to validate the system performance on a random patient sample with three sample cups, and all replicates resulted the same. A siemens headquarter support center (hsc) specialist reviewed the instrument data and confirmed quality control (qc) was in range. The data also indicated that the fluid verify measurement was high when compared to other samples, suggesting the presence of air bubbles in the sample fluid channel when the sample in question was ran. Hsc concluded the cause of the falsely low potassium (k) result obtained on one patient sample as an isolated incident, caused by the presence of fibrin or gel which had impacted proper dilution of this sample, resulting in low electrolyte recovery. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low potassium (k) result was obtained on one patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher and matching the patient profile. The repeated result was reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low k result.